Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient with 1ml of volux into the jawline and a vascular occlusion occured. Event is ongoing.

Event description:
Additional details received noting the injection was 0.4mls to each side of the jawline. Symptoms started two days after injection in the right maxillary area tracking down the neck. Patient was treated with hyaluronidase and oral and topical antibiotics. The vascular occlusion ultimately resolved about a week and a half after onset, but there is lingering post inflammatory hyperpigmentation from the occlusion that is still ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, b2, b5, b6, b7, c1, d1, d4, d6a, e1, h4, h6, and h8.